Manufacturer narrative:
A replacement breast pump was sent to the customer and the customer disposed of the defective breast pump. On (B)(6) 2016, the clinical assessment indicated that the customer was treated with diflucan 400mg and topical clotrimazole. The medela clinician instructed the customer to sanitize all pump parts, bottles, and pacifiers that come in contact with her breast milk. She also stated the replaced pump works better with less pain. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush are under investigation in (B)(4).

Event description:
On (B)(6) 2016, the customer called medela customer service and stated her pump in style advanced breast pump has mold on the diaphragm and in the tubing. The customer also stated she had four bouts of thrush within the past four months, and was prescribed a topical antifungal (clotrimazole), all purpose nipple cream and oral diflucan.